Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 21, the implant had not achieved osseointegration. Clinician reports infection in an adjacent tooth, pain, inflammation, fistula and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 21, the implant had not achieved osseointegration. Clinician reports infection in an adjacent tooth, pain, inflammation, fistula and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).